Event description:
On 1/15/2025, an FDA medwatch notification was received via email. A patient reported having an arthrex shoulder replacement surgery about four years ago. The patient reported worsening symptoms after the surgery on (B)(6) 2020. Less than four years after the initial surgery, the patient underwent revision surgery to a revers total shoulder replacement. The patient reported that during the revision surgery, it was discovered that the glenohumeral component was damaged, and one of the pegs was sheered completely off, causing pain, swelling, and pious amounts of fluid buildup. No further information was provided. Additional information requested on 1/23/2025. Additional information received on 1/23/025: during the initial surgery on (B)(6) 2020, an ar-9106-01 arthrex univers vaultlock glenoid, an ar-9301-02 arthrex eclipse cage screw, and an ar-9301-43cpc arthrex eclipse trunion were implanted. The patient started to experience pain and sought out medical treatment. The patient underwent two debridement procedures, in which the missing peg was discovered. The third procedure was the revers total shoulder replacement which occurred on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received: the initial surgery date was on (B)(6) 2020.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.